Manufacturer narrative:
Distributor went to the facility and inspected lift and found that the lift to be safe and able to continue using the lift. It was stated by the facility that they had lost the lift manuals and requested that they receive new manuals. Again the maintenance man stated he felt it was user error that contributed to this incident during this transfer.

Event description:
Resident was being transported by a sling with a lift. Staff heard a loud snap and the resident fell out of the sling hitting her head on a bed frame. They were doing a standard lift and transfer. The maintenance man told our distributor that he felt it was staff action that caused the accident.